Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was noted that the patient¿s trial started on (B)(6) 2020. It was reported that the patient had some bleeding with catheter use. Five days later it was stated that they experienced pain in their penis. They decreased the stimulation on program 6 to 0.7 and were comfortable. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.